Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 480 mg/dl. The customer treated their blood glucose levels with manual injections. Customer states insulin is "squirting out" during the manual prime process. Customer states they are unable to exit the "preparing to prime" loop. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen after troubleshooting. The customer was sent a replacement insulin pump.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to loose protruded drive support disk. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.